Event description:
The customer reported an incident where a patient¿s data was mixed with another patient¿s when using the epiq cvx ultrasound system. According to the customer, two patient studies were merged into one when exporting to the pacs system. The data mix-up was identified by the user and did not lead to any altered patient outcome. Philips has started an investigation, and upon completion, a follow up report will be submitted.